Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the liquid crystal display was missing pixels, that the upper case was broken and contaminated, that the lower case, liquid crystal display lens and one side bail cover were broken, that the battery release and lead flex cover were contaminated, that the case screw and battery drawer o-ring were missing and the battery contacts were compressed. (B)(4).

Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.